Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 5atm within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.